Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. This report will be updated when the investigation is complete. This is the same event as 1043534-2013-01472, 01473. This event occurred in the (B)(6).

Event description:
Allegedly patient was revised due to unknown reasons at this time.

Manufacturer narrative:
Complaint review was conducted and analysis showed no trend for item/lot.